Event description:
Per the facility when the monopolar cord was activated the operating room team heard a "pop". The cord severed and flipped onto the patient's leg drape. A small flame was noted, the patient was examined with no injuries found.

Manufacturer narrative:
Product has not been returned; therefore, product has not been evaluated.